Event description:
The reporter stated that there are times in which not enough blood is applied and the meter prompts er1. The reporter visits his dr regularly and meter always correlates with their equipment.